Event description:
It was reported that during a lap myomectomy procedure, the first device's blade broke off and was retrieved through the trocar with graspers. The second and third devices both gave error fives and made the screaching sound as if they were not torqued properly. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
Baxter received a report that the spike of the set was broken during connecting to the uv twin bag with clean flash. An error occurred during the process and the cover was locked. When the cover was opened manually, the broken spike was found. This set had been used for 115 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Event description:
The customer's biomedical technician reported to the service depot on (B) (6) 2009 that a colleague cx triple channel volumetric infusion pump had channel a not working during set-up on (B) (6) 2009. During service at baxter, a technician discovered that the channel a select key was not working on the pumphead module keypad. According to the customer, there was not an adverse event, patient injury or medical intervention associated with this report. There is no additional information is available.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump. During evaluation, it was discovered that the channel a select button was not working on the pumphead module keypad. The pumphead module keypad on channel a was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.

Manufacturer narrative:
(B) (4)the software (B) (4) and will be categorized as unremediated.